Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error which was not reproduced. System error 105 was confirmed through a review of the event history log. Evaluation found the symptom to be caused by a loose component from the front case becoming lodged between the gears and the sealing wall, causing the motor to seize. The front case and motor assembly were replaced to correct this condition.

Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no patient involvement.